Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011 the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred further described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. On (B)(6) 2011, the patient began remedial therapy with fortum (500mg, daily, ip) and amikacin (125mg, daily, ip). The patient was recovering from the peritonitis and the treatment with the fortum and amikacin was ongoing. Outcome for the break in aseptic technique was not reported. Dianeal therapy was ongoing. Concomitant medications were not reported. The reporter believed that the peritonitis was unrelated to dianeal therapy and the cause of the peritonitis was the break in aseptic technique. The reporter did not provide an assessment of causality for the break in aseptic technique.